Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital for elevated blood glucose (bg value not provided). No additional information was provided. Although multiple attempts were made by tandem technical support and tandem clinical diabetes specialist to obtain additional information, customer did not reply.